Manufacturer narrative:
Pump passed the displacement test and p-cap locks properly into reservoir. Pump failed the vibration test portion of the self test due to a corroded harness assembly vibrator. The electronic assemblies and motor assemblies were inspected and found moisture damage on the pcba 1 and harness assembly vibrator. Transmitter was able to connect and calibrate with the pump successfully. The following were noted during visual inspection: stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case - corner of belt clip rails, label damage (stained), damaged display window cover, missing battery tube bumper. In summary, customers alleged no communication between pump and transmitter was not confirmed. Transmitter connected and calibrated to the pump successfully. Pump passed displacement and self test. Pump exposed to moisture confirmed on the pcba 1 and harness assembly vibrator. Pump failed the self test due to a corroded harness assembly vibrator. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated there is loss of communication between pump and transmitter. Troubleshooting was performed and no harm requiring medical intervention was reported. The insulin pump will be replaced. Advised customer to discontinue pump and revert back to hcp¿s instructions.